Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned intact. Visual inspection showed an abrasion in the terminal boot insulation approximately 20-25 mm from the terminal pin. The insulation abrasion is consistent with lead-on-lead contact (lead-on-itself). The lead has a sharp bend at this location whereby the lead was bent over on itself. There is a permanent 70 degree bend at this location post explant. The poly insulation underneath appears intact and undamaged. Visual inspection of this bend area showed another surface abrasion. The abrasion in this area is consistent with lead-on-can contact. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Boston scientific concluded that the observed lead-on-lead and lead-on-can abrasions caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine device replacement procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was noted to have visible insulation damage. The physician confirmed that the damage was not from a scalpel or cautery tool. It was also observed that the electrode was bent. The electrode was explanted and replaced without incident. No adverse patient effects were reported.